Event description:
It was reported that this right atrial (ra) lead exhibited lead impedance of less than 200 ohms. During lead removal, an insulation anomaly and lead fracture was observed. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.